Event description:
The customer reported abnormal paddle function. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported abnormal paddle function. There was no report of pt involvement. The local philips rep evaluated the device and replaced the paddle set to resolve this issue.